Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "pain and also lives with the anguish of having a time bomb in the body", "radial folds" and "small amount of liquid around the implant" via MRI and " beginning of a contracture" baker grade unknown.

Event description:
Patient reported a left side "pain and also lives with the anguish of having a time bomb in the body." Patient later reported "radial folds" and "small amount of liquid around the implant" via MRI. Device was explanted.

Event description:
Patient representative reported the patient developed uterine cancer.